Event description:
Reporter alleged being unable to test due to an error message after waking up, eating normal breakfast, and taking normal medications for the day. Reporter indicated then laying down to take a nap then at 8 am and woke up to emergency medical technicians (emts). It was stated the emt meter read 32 mg/dl so customer was treated with glucose before being transported to the hospital where he was admitted for a week. Reporter stated being unsure of the customer's treatment while he was in the hospital. A request was made for the return of the suspect device and replacement product was sent.